Event description:
The manufacturer was contacted in reference to a ds2adv auto CPAP device about the patient alleging a burning smell and the turning filters turning black. There is no allegation of patient harm or serious injury. No clinical information or medical intervention has been specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Manufacturer narrative:
The manufacturer was contacted in reference to a ds2adv auto CPAP device about the patient alleging a burning smell and the turning filters turning black. There is no allegation of patient harm or serious injury. No clinical information or medical intervention has been specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre. There was one error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got scrapped. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer previously reported information in reference to a ds2adv auto CPAP device. The patient alleged noticing burning smell and the turning filters turning black. This notification was opened for review for information received that burning smell and the turning filters turning black. No death. No serious harm or injury was reported. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation or would be likely to recur if the product allegation was to recur. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.